Event description:
It was reported through remote transmission that noise was observed on the right atrial lead. The patient was asymptomatic. The lead was explanted and replaced. During the procedure, there was tissue damage and a pericardial effusion occurred. The patient had shortness of breath due to the effusion. The patient underwent invasive intervention to resolve the effusion and is now in stable condition.